Event description:
It was reported the patient had been in the hospital since (B)(6) 2014. On (B)(6) 2014 at 2:50am the patient went to get out of bed and their right leg was numb. The patient had no muscle control and ended up falling twice. Per the patient the hcp¿s are not certain if it¿s something to do with the patient¿s back, the pump or if it was a stroke. The patient was still in the hospital waiting to get an MRI and the patient was uncertain if the MRI was related to the pump. The pump was used to deliver clonidine, bupivacaine and dilaudid. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).